Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced elevated blood glucose throughout the night, averaging approximately 250 mg/dl, and contact later discovered the insulin cartridge was empty, after which the user planned to change supplies and resume insulin delivery without third-party medical assistance. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and no medical intervention. Investigation included user interview and troubleshooting with education. Investigation of this case revealed an empty insulin cartridge during the reported period of hyperglycemia. It was concluded that the event was related to an interruption of insulin delivery due to an empty cartridge, with the precise time of depletion unknown and the cause of hyperglycemia otherwise unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.